Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence believed to be due to urethral atrophy. A surgical procedure was performed during which no device issues were identified. It was noted that, since the urethra had atrophied, it was believed that the existing pressure was not enough for the sphincter to do its job properly. All components were removed and replaced. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and microscopically examined. Visual examination found damage consistent with explant; due to this, the component was not leak tested. The balloon was visually inspected and underwent leak and functional testing. No visual damage or abnormalities were noted, and no leaks were found. However, the component did not pass functional testing due to pressure lower than specification. The pump was visually inspected and tested for leaks. No damage or abnormalities were noted under visual examination and no leaks were identified in the component. The pump was not functionally tested due to the issue identified in the balloon. The reported patient symptoms of urinary incontinence and urethral atrophy are known risks associated with implant of these devices as indicated in the instructions for use (IFU). The balloon not passing the functional test could have caused or contributed to the reported clinical observation of incontinence and device issue.

Event description:
It was reported that the patient underwent the patient with this artificial urinary sphincter experienced recurring incontinence due to urethral atrophy. A surgical procedure was performed, during which it was noted that there were no device issues; however, since the patient's urethra was depleted, the existing pressure was not enough for the sphincter to do its job properly; therefore, all components were removed and replaced. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.